Event description:
The user facility reported that the device broke during beginning of a procedure. The procedure was completed successfully with a different device, without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device broke during beginning of a procedure. The procedure was completed successfully with a different device, without a clinically significant delay; no adverse consequences or medical intervention were reported.